Manufacturer narrative:
This report relates to mw5149230 corrections made to section a. Gender and date of birth to be not available, as it was not provided in the original medwatch (mw5149230) a2 - age units (patient) change to na. A2 - dob null changed to na. A3 - gender changed to ni. H10- added, this report relates to mw5149230.

Manufacturer narrative:
Insufficient information available to determine if this is a complaint. Consumer medwatch received listing the omnipod 5 as the device, but no detail on any alleged malfunction. We are unable to determine if any product condition could have contributed to the reported patient's death. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient passed away. A consumer medwatch was received listing the omnipod 5 as the device, but no detail on any alleged malfunction. A review of the complaint database was completed and no matching event was located.